Event description:
It was reported the sponge of a minicap was dry, which caused peritonitis. There were no visible irregularities noted with the minicap pouch and the pouch did not appear opened before use. The minicap was stored at room temperature. The patient was hospitalized for 4-5 days for the peritonitis. The patient was treated for peritonitis with unspecified oral and intravenous (IV) antibiotics. The patient was reported to being doing well and pd therapy was ongoing. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned a device analysis cannot be completed. A review of the batch record documents for the reported lot was completed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.